Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case was broken, the lower case was contaminated, the battery release was contaminated, two side bail covers were broken, the battery contacts were compressed, the battery drawer was broken and the keyboard pad was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found a damaged pcb component. This component is used by the negative high voltage supply used by the pacing circuitry. Failure of this component caused the high voltage supply to be unable to function, inadequate high voltage supply level caused the pacing output to be voltage limited.

Event description:
It was reported the output current on both atrial and ventricle sides will not go above 10.5 milliamps. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.